Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture and impedance measurements of greater than 2000 ohms. As a result, the lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.